Manufacturer narrative:
After further review of additional information received the following sections d4, g4, g7, h2 and h6 have been updated accordingly. The advancer tube of a 5f mynxgrip vascular closure device (vcd) was not observed after shuttling down. The advancer tube was not engaged. There was no reported patient injury. The device was used for diagnostic case. The device was stored, handled and prepped according to instructions for use (IFU). The device was stored inside the storeroom for less than a month. The target lesion was the common femoral artery (cfa). A retrograde approach was made. There was no peripheral vascular disease (pvd). There was no resistance while shuttling down or pulling back. Other additional procedural details were requested but are unknown. The device was not returned for analysis. However, two unused mynxgrip devices from the same lot were received for evaluation in their original sealed packages. Per visual analysis, the sterile unused mynxgrip devices were inspected and no anomalies were observed. Per functional analysis, balloon inflation and deflation testing were performed on the balloons and the balloons were fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. The balloons deflated as intended during test. The shuttle down step was simulated and the advancer tubes were found properly engaged to the proximal tamp locks during the investigation. All the samples performed as intended per the mynxgrip instructions for use (IFU). Both devices passed the test and were deemed to meet specifications. A product history record (phr) review of lot f1923101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The two devices that were returned functioned as intended. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the incomplete engagement of the advancer tube during the procedure reported, likely contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, it will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the reported event. Neither the phr review, nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Addendum for additional information received: the device was stored, handled and prepped according to instructions for use (IFU). A retrograde approach was made for the procedure. The device was stored inside the storeroom for less than a month. The target lesion was the common femoral artery (cfa). There was no peripheral vascular disease (pvd) in the deployment. The advancer tube was not engaged. There was no resistance while shuttling down or pulling back. Other additional procedural details were requested but were unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not observed after shuttling down. There was no patient injury reported. It was used for diagnostic case the patient received manual pressure to complete the procedure. The device will not be returned for analysis.